Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the trocar and optulator would not separate. The was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.